Manufacturer narrative:
The customer stated that the medical provider was using her own medical supplies, therefore, no product information could be obtained related to the control solution and the product is not expected to be returned. The patient/family was the initial reporter, so personal information was not entered. Weight was left blank as the customer's weight was not provided. Since no product details were provided, model #, lot # and expiration date were not captured, and device manufacture date could not be determined.

Event description:
The customer visited her medical provider for the normal appointment. The medical provider performed a control test using the customer's contour meter and obtained a reading of 372 mg/dl. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The control solution is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour meter was tested with in-house contour test strips and in-house contour control solution, which gave a satisfactory performance. All control readings obtained during in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.